Event description:
It was reported the red port cracking and leaking with the double lumen 4 fr PICC line. It was stated they had to change out / replace the PICC line. Add info rcvd : a detailed description of the event: "red lumen on the PICC line leaking when flushing line. The picture sent reveals the line has almost completely separated from the red lumen at the connection to the red hub." Placement info: new line placed by interventional radiologist (B)(6) 2021. What type of catheter securement was utilized: statlock. Was the bard product used on a patient?: yes. Was there patient harm reported?: PICC line needed to be discontinued due to infection risk.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the catheter. Multiple kinks were observed in both extension tubes. A partially circumferential split was observed at in the red-leured extension tubing at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. The fracture features were typical of material fatigue failure. It appeared that repetitive twisting mechanical stresses at the luer adapter caused a fracture to gradually form and propagate in the extension tubing. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs0020 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refs0020) have been reported from the same facility.

Event description:
It was reported that the red port cracking and leaking with the double lumen 4 fr PICC line. It was stated they had to change out / replace the PICC line. Add info rcvd (B)(6) 2021: a detailed description of the event: red lumen on the PICC line leaking when flushing line. The picture sent reveals the line has almost completely separated from the red lumen at the connection to the red hub." Date of occurrence: (B)(6) 2021 placement date: (B)(6) 2021 explants date: (B)(6) 2021 placement info: new line placed by interventional radiologist (B)(6) 2021 what type of catheter securement was utilized: statlock was the bard product used on a patient?: yes. Was there patient harm reported?: PICC line needed to be discontinued due to infection risk.